Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent total prostatectomy with da vinci surgical system on (B)(6) 2015 and suture was used. During anastomosis of the bladder and urethra, the needle tip broke when re-holding and bending the needle. The surgeon opined that the needle tip was broken when bending or shifting the needle from one arm to the other hand with the using arm of da vinci surgical system and that one of the causes was the operation procedure. The broken needle was not found and surgeon opined that the tip was retained in the patient. The patient condition is reported as stable.